Manufacturer narrative:
The beckman field service engineer (fse) provided the customer phone support and indicated that the customer replaced the ise tubing to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one patient had low sodium (na) results and low-quality control on two different dates on their dxc 500 au clinical chemistry analyzer. The low results were reported out the laboratory but were questioned by the doctor. The customer then sent the sample to another laboratory and obtained results matched the patient¿s profile. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient. MDR-1 is for patient results generated on (B)(6) 2024.